Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced wound healing issues and developed an infection. The patient had a PICC line inserted and was provided with IV antibiotics. Follow-up report indicated that the PICC line was removed and the device was explanted. There were no reports of further complications.